Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that customer alleging possible pump over delivery the customer's blood glucose was 68 mg/dl at the time of incident. Other blood glucose was 80 mg/dl. Patient has treated with glucose tablets. The device was not expected to be returned for analysis.